Manufacturer narrative:
Device was received with missing segments due to cracked and bleeding on lcd glass. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a partial display. Only the bolus and basal menu options were visible. The patient's blood glucose at the time of incident was 6.0 mmol/l. During troubleshooting, the caller confirmed that the device was not dropped or bumped. The customer was using the recommended battery as well. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.